Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, a technical support specialist (tss) contacted the customer for follow-up, and the customer confirmed that the previously reported issues, including mis associations, incorrect drawer openings, restocking failures, and quantity on hold (qoh) discrepancies, had not occurred recently. No active issues were reported at this time. The customer was advised to contact tss if the issue recurs, and the case was closed. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower medication misassociation issue was experienced, where selecting one medication opened an incorrect drawer (levofloxacin selected but oxycodone drawer opened). Additionally, the system failed to restock cubies showing auto-assign during scanning, and quantity on hand (qoh) was not updating after restocking. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.